Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump esc button is sometimes unresponsive. Customer also inquired about the recall, and requested to exchange their insulin pump to an updated insulin pump with the scroll wrap feature. Customer's blood glucose level at the time 190 mg/dl. Advised insulin pump would be replaced. No additional information was provided.